Event description:
An impella cp was placed via the left femoral artery for cardiogenic shock. The device perforated the left ventricle. The patient was taken to the operating room for emergency surgery and repair. She expired from uncontrollable bleeding despite repair.